Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device cord was torn and wires were exposed by the hand piece end. It was determined that the hole in cord and wires exposed were due to mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage from user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the wires were exposed on the motor device. It was unknown if there were any delays to the planned surgical procedure. A spare device was used to complete the procedure successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.